Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history report (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a microclave connector where it was stated in the report that the patient underwent peripherally inserted central catheter (PICC) placement on (B)(6) 2026. After maintenance, no infusion was administered. On (B)(6), during a temporary infusion, it was discovered that there was leakage in the gap between the positive pressure end and the stopcock end of the infusion connector. Leakage from the infusion end and the PICC line end has been ruled out. After disinfection, the infusion connector was promptly replaced, and no leakage occurred during the infusion. The patient completed the infusion. The involved patient was a 58-year-old female.